Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, a kink in the lead body was seen 16.5 cm distal of the is-1 connector pin. In this area, the inner conductor helix showed a conductor fracture. This damage manifestation is with high probability the cause for the pacing impedance >3000 ohm mentioned in the complaint.the characteristics of the damage manifestation lead to the assumption of severe mechanical stress on the lead. A kinked position of the lead body in the implanted state should be considered as cause. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis.there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the lead was explanted and replaced about 21 months after the implantation because of oversensing, increase in impedance >3000 ohm, and inappropriate shock delivery. No deterioration of the patient's state of health was reported.